Event description:
It was reported that after a diagnostic percutaneous coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger retraction, the suture broke. A guide wire was reinserted into the device, the device was removed over the guide wire, and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the needle plunger, suture, link, needles and cuffs were not returned with the device, which limited the scope of the investigation. The reported suture break while retracting the needle plunger to retrieve the suture could not be confirmed. A suture break during the suture retrieval process would result in a failure to form the knot to advance to the arterial surface to close the vessel as intended. Possible contributing factors causing a suture break included, but not limited to, incorrect operator deployment techniques, manufacturing deficiencies, and challenging anatomical conditions. A suture break may occur if the needle plunger is removed aggressively, the suture is nicked by rotating suture trimmer, the thumb knob is released and the gate is closed on the suture, if excessive suture tension is applied during knot advancement, if a quick jerky motion is used to apply tension on suture, pulling laterally or medially on suture limb, and if the incorrect end of the suture was pulled during knot advancement. The complaint information did not report any incorrect operator deployment technique. Due to the monofilament suture not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. However, during the manufacturing process all devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection all devices undergo inspections to verify suture is not damaged or deformed. A femoral angiogram performed revealed no calcification, tortuosity, or scarring at the access/groin site. Based on the reported information and the inspection criteria, a definitive cause for the reported suture break and associated patient effects could not be determined. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database did not reveal any other reported incidents for the suture breaking. At final inspection all devices undergo inspections to verify suture is not damaged or deformed and a sample of devices from each lot must be successfully functionally deployed as part of quality assurance lot release testing. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.